Event description:
The report received states: during use of the device, the front edge of the device was unstable and was not working properly. A component of the device dropped on the peritonea but was retrieved with no impact to pt. Procedure: kidney/adrenal gland.